Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6b, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported "filled to 325 cc nacl" and "capsular contracture". The device has been explanted and replaced.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported "filled to 325 cc nacl" and "capsular contracture". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported events deflation and capsular contracture was received on june 09, 2025 with lot number 2719421. Based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe. Deflation: observed two openings assessed as fold flaw opening. As per the investigation procedure, creases, wear abrasion and non-penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.